Manufacturer narrative:
This is a report of a use error where the patient had not used aseptic technique when disconnecting, as they had disconnected without clamping the patient line, which caused the reported leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the cassette leaked during use. This occurred during drain one of five of peritoneal dialysis therapy and the patient was connected at the time of the event. During troubleshooting, it was discovered that the patient had disconnected during the fill cycle and had not used aseptic technique when disconnecting, as they had disconnected without clamping the patient line. The technical services representative assisted the patient with ending therapy and advised the patient to start therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.